Manufacturer narrative:
The event was reported to have occurred on an unspecified date in (B)(6) 2020. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump under infused during pre-medication therapy in the oncology department. It was alleged that the medication was infused within 57 minutes instead of the expected 40 minutes. Furthermore, at the end of the infusion, a significant residual volume was observed, and the nurse added 10 ml more of the unspecified pre-medication, tow times, to push the remaining drug. This event was not associated with patient harm, adverse experience, or medical intervention. No additional information is available.